Manufacturer narrative:
Visual analysis of the returned device identified one extended opening on the posterior, black particles on the shell, and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp opening and stress marks near the openings site this condition was called surgical impact, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp opening on the posterior assessed as surgical impact.

Event description:
Device has been explanted.

Event description:
Patient reported right side "right side always feel like their is a pinch, it has always given the patient pain." Patient stated "if they go to fast on a treadmill they feel a pinch" and it is a "tiny bit smaller than the other side." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.2., h.6.

Event description:
Patient reported right side "right side always feel like their is a pinch, it has always given the patient pain." Patient stated "if they go to fast on a treadmill they feel a pinch" and it is a "tiny bit smaller than the other side." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "right side always feel like their is a pinch, it has always given the patient pain." Patient stated "if they go to fast on a treadmill they feel a pinch" and it is a "tiny bit smaller than the other side." Device remains implanted.